Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pvr443474h the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported that the device reached elective replacement indicator (eri) after only three years. Patient was very upset. The device was removed and another was implanted. No patient complications have been reported as a result of this event.